Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary tubing spike came out of the 100ml bag of avastin (a monoclonal antibody) and leaked on the patient. The secondary tubing was connected to a primary set of a 100ml unspecified solution. The patient removed his shirt and washed the avastin off with soap and water. There was no harm.